Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for upgrade. Upon interrogation of the device, an alert on (B)(6) 2018 for low atrial impedance was noted on the right atrial lead. The patient had received a vibratory alert and initiated a merlin.net transmission. The impedance had dropped to 190 ohms on one day but then was within range. Atrial lead noise, and inappropriate mode switches were noted. The vibratory alert was turned back on and no programming changes were made. The patient would continue to be monitored.